Event description:
A cracked screen on a pump was reported, resulting in an unresponsive and illegible touchscreen that prevented interaction. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a pump replacement and instructed the customer to use multiple daily injections as a backup therapy.